Event description:
Hex feature sheared off in the connector, and could not be removed, and as a result, part of the construct had to be cut away and replaced. The operation was lengthened by approx one hr.